Manufacturer narrative:
Evaluation result: fowler, gas spring trip bracket.

Event description:
It was reported by service report that the fowler would not raise on the stretcher. It is unknown if there was patient involvement, however, no adverse consequences are reported.